Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient removed the IV set from the pump module and received an over infusion of an unspecified medication. There was no report of patient harm.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that lasix 500 ml was infusing at 5 mg/ml/hr when the patient opened the pump module door. The 500 ml infused within 3- 4 hours. Labs were drawn related to the patient¿s disease state and not the over infusion. Received a copy of the customer's medsun report from the FDA which states, "patient was receiving IV fluids. Patient became confused, opened the door on his alaris IV pump and removed the IV tubing. Also apparently compressed the blue safety clip and ended up giving himself a bolus of fluid." There was no patient harm. "It would be a great idea for there to be some sort of locking device or other latch that nurses could use to prevent patients from opening the door."